Event description:
It was reported to olympus, that the evis eus ultrasound bronchofibervideoscope had a b30 scope communication error. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issues did not resolve after aeration. It was also noted that the identification chip had no data transmission and the probe and electrical connector insulation had a megaohm value of 0 which did not resolve after it was aerated. The biopsy channel was leaking and switches 1-4 were not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 (scope communication error) and no image was confirmed during the device evaluation. No specific cause of the phenomenon could be identified. Olympus will continue to monitor field performance for this device.